Event description:
The report stated the surgeon inserted an aq5010v silicone three piece lens and the lens tore, a piece of the lens remained in the cartridge. The incision was enlarged to remove the lens and another same type lens was implanted. A suture was required to close the incision. The reporter stated a probable cause for the torn lens may have been due to a loading error.

Manufacturer narrative:
Evaluation results - visual inspection of the returned product found a piece of the lens optic and one haptic torn off and missing. There was evidence of the clear surgical residue. It should be noted that the injector and cartridge were not returned for evaluation.